Event description:
Senseonics was made aware of an incident where user reported differences between sensor glucose (sg) and blood glucose (bg) readings. The user declined further technical support and stated they wished to have the sensor removed. Emails were sent to the territory manager (tm) and account manager (am) to request assistance; however, no response was received. A review of the data management system (dms) indicates that the user has not been using the system since 26-sep-2025 at 8:17 pm.

Manufacturer narrative:
The user reported differences between sensor glucose (sg) and blood glucose (bg) readings. The user declined further technical support and stated they wished to have the sensor removed. Emails were sent to the territory manager (tm) and account manager (am) to request assistance; however, no response was received. The case will be closed at this time pending new updates.a review of the data management system (dms) indicates that the user has not been using the system since 26-sep-2025 at 8:17 pm.